Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs captured a segfault and a core file in the qmlguiservice on the date of the issue. The core file was generated by "qmlguiservice" and the program got terminated by signal sigsegv, in the libnvidia-glcore.so.430.40 in the function "mre::details::defaultshaderstoragebufferobject::initialize()". Logs captured that it happened when user was in [task: registration / truverify] task. Suspected segfault in gui service might have caused the reported behavior of unexpected restart. Codes: b01, c10, d18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0, ubd: , UDI#: h3) a manufacture representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 g6) multiple annex a codes were submitted. Annex a code, a1102 applies to rfr code nav4123, annex a code, a110208 applies to rfr code nav4127, annex a code, a1301 applies to rfr code nav4118 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the site experienced an error 64, the system rebooted itself. The site claimed that after the reboot, the top left of the screen was no longer responsive to touch. It was unknown of which software task the error occurred. Manufacturer imaging and navigation were not aborted. Patient impact and delay not provided. On (B)(6) 2024 e1 (rep): additional information was received. The type of procedure was a functional endoscopic sinus surgery (fess). There was a 5 minute delay in surgery. There was no impact on patient outcome. The event occurred pre-operatively.